Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the syringe was cracked and medication leaked with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from portuguese to english: the customer reports that when attempting to apply the product, he found that the syringe was cracked in duoflam batch 19010585. When trying to apply the product, found that the syringe is cracked. Medicine was leaked, but there was a little left in the bottle. It made the use unfeasible. Additional information provided by initial reporter: there was no damage to the patient, but it was impossible to properly administrate the drug. The customer did not have details about exposure of drug on the skin or mucous membranes.

Manufacturer narrative:
Investigation summary: DHR, quality notifications and maintenance records were reviewed where no records potentially related to the failure were found. The photo provided was analyzed and it was possible to observe broken cylinder. The possible cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test. Make top disc guide after leak test. Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection sampling until CAPA closes.

Event description:
It was reported that during use it was discovered that the syringe was cracked and medication leaked with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reports that when attempting to apply the product, he found that the syringe was cracked in duoflam batch 19010585. When trying to apply the product, found that the syringe is cracked. Medicine was leaked, but there was a little left in the bottle. It made the use unfeasible. Additional information provided by initial reporter: there was no damage to the patient, but it was impossible to properly administrate the drug. The customer did not have details about exposure of drug on the skin or mucous membranes.